Event description:
Patient with a history of a hartmann procedure for perforated diverticulitis and closure of colostomy two months later. The next year the patient developed a hernia at the stoma incision which was repaired with an open repair and the use of mesh. The patient was taken back to surgery two months later for a ventral hernia repair. During surgery, adhesions were found to be too dense and were stuck to the mesh and the mesh appeared to be separating into two layers that could not be removed laparoscopically so the surgery was converted to an open procedure. A piece of composix mesh over the left lower quadrant hernia site was intact but in the midline the composix mesh appeared to have separated into two layers and there was a recurrent hernia just to the right of that portion of the mesh. The old mesh was removed and a piece of sepramesh was then placed over the defect.